Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc was not booting, and the drive bay does not have a light on hdd1. Upon troubleshooting, fse reseated hdd in drive bay of suite pc and the software pack was updated. After reseating, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.